Manufacturer narrative:
Voluntary medwatch report received: mw5158811.

Event description:
Voluntary medwatch received states that the patient was bradycardic. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise over-sensing. No intervention was performed. No additional adverse event was reported.